Manufacturer narrative:
Currently it is unknown whether the esophyx device or tif procedure may have contributed to or caused the reported event. No conclusion can be drawn at this time. Egs is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based on limited information received by egs as of the report date, which egs has not been able to fully investigate or verify prior to submitting this report as required by the FDA. A follow-up report may be submitted at a later date if additional information is obtained by egs.

Event description:
Endogastric solutions (egs) received information that a patient who underwent a transoral incisionless fundoplication (tif) procedure experienced an unknown adverse event. It is unknown whether medical intervention was required to treat the patient.

Event description:
A patient underwent a ctif procedure (consisting of a laparoscopic hiatal hernia repair (hhr) procedure followed by a transoral incisionless fundoplication (tif) procedure). Post-procedures, the patient had increasing discomfort, and a subsequent contrast study showed a gastric perforation. The gastric perforation was surgically treated. The tif physician noted during the tif portion of the ctif procedure, a polyp in the gastric cardia was removed with a cold snare prior to the start of the tif procedure. It is unknown if the reported gastric perforation was in the same location as the removed polyp.

Manufacturer narrative:
This follow up report contains additional information provided to endogastric solutions (egs) by the tif physician. The tif physician is not alleging the esophyx device malfunctioned and the esophyx device was not returned to egs for evaluation. Thus it cannot be confirmed whether esophyx device contributed to or caused the reported perforation. Based on the available information received by egs and the medical opinion of the tif physician, the cause of the reported perforation cannot be determined. It cannot be conclusively determined if the hhr procedure, pre-tif egd, esophageal dilation by bougie, removal of a polyp in the gastric cardia, tif procedure, or a combination of events, contributed to or caused the adverse event.

Manufacturer narrative:
Updating health effect clinical code (e) to only include: 2001. Updating health effect impact code (f) to only include: 4641, 4614, 4625, 4639, and 4621. Updating medical device problem code (a) to only include: 2993. Updating type of investigation (b) to only include: 4112, 4109,4110, 3331, 4111, and 4115. Updating investigation findings (c) to only include: 213 updating investigation conclusions (d) to only include: 4315.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.7 history updated to include tif gerd d6a - implant date added updated g code to 788.